Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the ultrasound is presenting great difficulty in focusing the image on the screen, making it difficult to visualize and, consequently, its use.